Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. The customer reported the device fast speed does not work. The repair technician reported hand piece for battery powered driver (product code: 05.000.008 and lot number: 007934) runs intermittently and membrane vent is dirty. The cause of the issue is not determined. Damaged component is the reason for repair. The following parts were replaced: circuit board, membrane switch & flex circuit, hand piece for battery and applicable components. The item was repaired per the inspection sheet, passed synthes final inspection on 23-nov-2021 and will be returned to the customer upon completion of the service and repair process. Attached service record router completed through operation 30. Finalized service record will be archived in tungsten document management system. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device history lot: part #: 05.000.008. Synthes lot #: 007934. Supplier lot #: 007934. Release to warehouse date: 22 oct 2020. Supplier: triangle manufacturing . No ncr's generated during production. Device history review: review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, during a weekly audit, the hand piece for battery powered driver's fast speed does not work. There was no patient involvement. This report is for one (1) hand piece for battery powered driver this is report 1 of 1 for (B)(4).

Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. The customer reported the device fast speed does not work. The repair technician reported hand piece for battery powered driver (product code: 05.000.008 and lot number: 007934) runs intermittently and membrane vent is dirty. The cause of the issue is not determined. Damaged component is the reason for repair. The following parts were replaced: circuit board, membrane switch & flex circuit, hand piece for battery and applicable components. The item was repaired per the inspection sheet, passed synthes final inspection on 23-nov-2021 and will be returned to the customer upon completion of the service and repair process. Attached service record router completed through operation 30. Finalized service record will be archived in tungsten document management system. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device history lot: part #: 05.000.008. Synthes lot #: 007934. Supplier lot #: 007934. Release to warehouse date: 22 oct 2020. Supplier: triangle manufacturing . No ncr's generated during production. Device history review: review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, during a weekly audit, the hand piece for battery powered driver's fast speed does not work. There was no patient involvement. This report is for one (1) hand piece for battery powered driver this is report 1 of 1 for (B)(4).